Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# va1j88j implanted: (B)(6) 2018 product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that they can't make it to the bathroom since months ago and got really bad 3 months ago. Pt said after they fell they must have broke some wires and they are going to put in a new one, (surgery to replace the ins). Pt said they 've been calling their doctor's office but can't get through, they have been leaving messages since last week but have not received any calls back. Reviewed doctor role, medtronic role, rep role, offered to send email to reps to see if they could assist in some way. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. No new information was received from the hcp in the fax received.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28 , lot# /serial# (B)(4) , implanted: (B)(6) 2018 , product type : lead . Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4) , ubd: 17-jul-2021, UDI#: (B)(4) . If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient met with a representative at the hcp's office. She said, the stimulator had no connection. She did something so it worked so they could replace it. Now she is get something that says call the doctor. She got the message on saturday. The representative came a week ago to the doctor's office. She thinks on a thursday. She said, it would need a replacement but she did something for it to work for a while but now it isn't doing anything. She said the wires inside weren't connecting because she had fallen. Called patient back to clarify the event date. Patient said, she came into doctor weavers because she was having urine issues. She had, talked to a representative 2-3 times over the phone 4-5 months ago because her urine was getting so bad and they had her change the settings and put it on different numbers. That didn't work so that is when she met the representative in the doctor's office last week. Agent did not ask about the circumstances that led to the reported issue. Had the patient get the code of the call your doctor message. The patient got the por message. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Patient said, she doesn't have a date for the replacement. I told her she would have to get that set up with the doctor.